Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a medical event due not receiving the replacement adc freestyle libre sensor, which was reported to be delivered by fedex on (B)(6) 2020. The reason for the replacement sensor was due to the customer obtaining low readings while wearing the sensor. As a result of the customer not being able to monitor his blood glucose, he experienced unspecified hyperglycemic symptoms and was able to provide self-treatment. Hcp contact was made and an unspecified high blood glucose reading was obtained on the hcp device and the customer received unspecified hcp treatment for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.